Event description:
Removal of enduragen sheet when dr (B)(6) was revising another surgeon's work. May have been technical problems as the facial sling made from the enduragen was no longer supporting the mouth and nose. Some of the material looked to be resorbed. MFR was notified and filed MDR ref #9617613-2004-00007. Initial reporter: (B)(6).